Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "trial size four by nine mm insert cracked on the anterior-inferior surface when removing during trialing. Doctor noticed and mentioned to me. There were no problems as a result of broken trial. Outcome of case was great."